Event description:
It was reported that a ventilator dependent pt, intubated with a shiley disposable cannula tracheostomy tube (size/model type unknown) arrested and rec'd intervention as a result of a disconnection from the ventilator. The pt was revived, treated and ventilation was resumed. The pt returned to baseline condition. It is unknown as to how long the tracheostomy device has been in use when the incident occurred. Limited info was provided to the MFR regarding the pt, the event, device usage and involved concomitant devices. The involved device was discarded and as such is not available to be returned to the MFR for ID, analysis and investigation.